Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).

Event description:
The oticon medical representative reported : "on (B)(6) 2023 : the patient called to the hospital referring cuts while using the implant. The clinician in the hospital had changed the cable and it worked for a week. After that, the patient referred to no sound at all." An explantation and reimplantation were performed on (B)(6) 2024.